Event description:
The ICD was in backup vvi stimulation. The device was explanted.

Event description:
The lead was capped.

Manufacturer narrative:
Na

Manufacturer narrative:
The field experience of backup vvi (bvvi) reset was confirmed. The cause of the bvvi mode was a power on reset while the device was charging for fib therapy. The device was tested on the bench and in the automated electrical test system, and no anomaly was detected. The cause of the bvvi anomaly was not determined.